Manufacturer narrative:
The system was tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract surgery an ophthalmic console failed to provide ultrasound power in quadrant mode. Cassette was swapped but the issue did not resolve. The staff tried to re-prime the phaco handpiece on the second cassette but again this did not resolve the issue. The surgery was completed with no report of patient harm. Additional information received indicated the reported event occurred during a combined cataract/vitrectomy procedure. The system was re-calibrated after the new cassette was installed and the no ultrasound power was resolved, however the system would not allow the surgeon to select the core vitrectomy mode. The surgery was completed by using an alternate console with no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).